Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of fluid overload, which required hospitalization. During follow-up, the patient¿s pdrn attributed causality to a non-functioning pd catheter (not a fresenius product) which required intervention (specifics not provided). Limited follow-up information precluded a more in-depth investigation. Fluid overload is a well-known complication of the esrd process. Causality can often be attributed to several different internal and external factors such as physiological changes, mechanical issues, access issues, non-compliance, and/or membrane/transport failure. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having to disconnect from pd treatment and went to the hospital on (B)(6) 2022 after speaking with technical support. The patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to fluid overload. During a follow up call, a pd registered nurse (pdrn) reported the patient¿s pd catheter (not a fresenius product) was found to be non-functioning and required intervention (specifics not provided). As of (B)(6) 2022 the patient remains hospitalized. Subsequent attempts to obtain additional information (e.g., treatment records, hospital records, patient demographics) have thus far proven unsuccessful.

Event description:
A peritoneal dialysis (pd) patient reported having to disconnect from pd treatment and went to the hospital on (B)(6) 2022 after speaking with technical support. The patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to fluid overload. During a follow up call, a pd registered nurse (pdrn) reported the patient¿s pd catheter (not a fresenius product) was found to be non-functioning and required intervention (specifics not provided). As of (B)(6) 2022 the patient remains hospitalized. Subsequent attempts to obtain additional information (e.g., treatment records, hospital records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported having to disconnect from pd treatment and went to the hospital on (B)(6) 2022 after speaking with technical support. The patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to fluid overload. During a follow up call, a pd registered nurse (pdrn) reported the patient¿s pd catheter (not a fresenius product) was found to be non-functioning and required intervention (specifics not provided). As of (B)(6) 2022the patient remains hospitalized. Subsequent attempts to obtain additional information (e.g., treatment records, hospital records, patient demographics) have thus far proven unsuccessful.